Event description:
It was reported to the sales rep by the operating room manager reported on behalf of the surgeon and his pa (B)(6). That they are frustrated with surgiflo. They prefer floseal over surgiflo. They believe floseal is much more granular and sticks/adheres to the tissues of the bleeding site. Where they have noticed that surgiflo isn't adhering as well as floseal even after they wait 3 minutes. They are still noticing bleeding at the bleeding site. There have been two patients that have come back with hematomas which were able to be treated with medication but (B)(6) the pa believes this is due to the change to surgiflo over floseal. No patient consequence was reported. No device is available for evaluation. Follow-up information was received stating: was surgiflo removed after hemostasis was achieved or left: "yes, surgiflo was removed". How much surgiflo was used?: "1 each of 2994 (8ml)". How was the hematoma/s treated?: "medication - no additional information provided."